Manufacturer narrative:
Device history record review. The device history record for this device was reviewed and identified that it met all manufacturing specifications. No issues were identified that would have contributed to this event.

Event description:
Reportedly, an aortic valve was explanted after an implant duration of 4 years, 3 months, due to calcification and stenosis. Device was described as "porcelain leaflets". (B)(6) cultured from leaflets at explant. No other signs of patient/prosthesis infection. Device being returned for evaluation. No relevant patient history reported. Per the operative report, "the valve was inspected and found to be fibrotic and calcified in tenns of the leaflets. The leaflets were absolutely mobile. These were removed with metzenbaum scissors, being careful not to embolize any calcium. It is notable that advanced calcification of the tissue prosthesis is extremely unusual at the 4. Year post insertion interval. We, then, proceeded to carefully dissect the sewing cuff of the valve from the aortic annulus. Prior placed sutures were removed sequentially. Once the prosthesis was removed, we then took significant time to remove all the pledgets below the level of the annulus." After implant of a 23mm bioprosthesis, the patient was returned to the cardiovascular intensive care unit in stable condition.

Manufacturer narrative:
Model number: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. Operative report and echo exam (hardcopy) were received and reviewed. Device is in process for return to edwards for evaluation. The device history record review (DHR) is in process. Follow up report will be submitted with additional information as received.

Manufacturer narrative:
The serial number remains unknown; therefore, no device history record (DHR) review can be done. The device was destroyed in the explant process and will not be returned for evaluation.